Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne"), skin disorder ("skin problems"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, acne, skin disorder, anxiety, depression, pelvic pain and menstrual disorder outcome was unknown. The reporter considered abdominal pain, acne, anxiety, depression, genital haemorrhage, menstrual disorder, pelvic pain and skin disorder to be related to essure. The reporter commented: patient was unable to undergo a hsg test due to the heavy bleeding she was experiencing. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. Events: pelvic pain and menstruation issues were added. Essure insertion date was updated, essure removal procedure was updated. Additional reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included etonogestrel (nexplanon) in 2009 and levonorgestrel (mirena) from 2009 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne"), skin disorder ("skin problems"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, acne, skin disorder, anxiety, depression, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient was unable to undergo a hsg test due to the heavy bleeding she was experiencing. Most recent follow-up information incorporated above includes: on 8-may-2019: pfs received. Lot number added. Concomitant medication added. Events : abnormal bleeding (vaginal, menorrhagia), did you undergo an essure confirmation test no were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal heavy bleeding') in a 39-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included depression, anorectal pain, rectal fissure and postpartum depression. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2014; for an unreported indication: wellbutrin from (B)(6) 2014, xanax in 2009, bupropion in 2009 and lexapro in 2009. Concomitant products included buspirone since (B)(6) 2015, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2015, nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain: pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ bleeding ¿ menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne"), skin disorder ("skin problems"), depression ("psychological or psychiatric problems:depressed"), anxiety ("psychological or psychiatric problems:anxious/mental anguish") and menstrual disorder ("menstruation issues"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain, menorrhagia, dyspareunia and dysmenorrhoea had resolved and the acne, skin disorder, depression, anxiety, menstrual disorder and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, acne, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient was unable to undergo a hsg test due to the heavy bleeding she was experiencing. Per pfs : essure removal date: (B)(6) 2016. Pathology report: a coiled wire is found in the fallopian tube segments. Plaintiffs received treatment for pelvic, abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia, general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): spinal x-ray - on (B)(6) 2011: degenerative changes in lower lumbar spine. No acute fractures identified. Constipation suspected. T-shaped iud projected over midline of pelvis.. Lot number: b66020, manufacturing date: 2013-08, expiration date: 2016-08. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, dyspareunia, device monitoring procedure not performed, acne ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Outcome of the event "abdominal pain, dysmennorhea, dyspareunia, menorrhagia, general abnormal bleeding" was updated to recovered/ resolved from unknown. And outcome of the event "pelvic pain" was updated to recovered/ resolved from recovering/ resolving. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal heavy bleeding') in a 39-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included depression, anorectal pain, rectal fissure and postpartum depression. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2014; for an unreported indication: wellbutrin from (B)(6) 2014 to (B)(6) 2014, xanax in 2009, bupropion in 2009 and lexapro in 2009. Concomitant products included buspirone since (B)(6) 2015, etonogestrel (nexplanon) from (B)(6) 2014 to (B)(6) 2015, nsaids since march 2015 and paracetamol (acetaminophen) since march 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/pain: pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne"), skin disorder ("skin problems"), depression ("depressed"), anxiety ("anxious/mental anguish") and menstrual disorder ("menstruation issues"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, acne, skin disorder, depression, anxiety, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered abdominal pain, acne, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient was unable to undergo a hsg test due to the heavy bleeding she was experiencing. Per pfs : essure removal date: (B)(6) 2016. Pathology report: a coiled wire is found in the fallopian tube segments. Diagnostic results (normal ranges are provided in parenthesis if available): spinal x-ray - on (B)(6) 2011: degenerative changes in lower lumbar spine. No acute fractures identified. Constipation suspected. T-shaped iud projected over midline of pelvis.. Lot number: b66020 manufacturing date: 2013-08 expiration date: 2016-08. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dysmenorrhea, menorrhagia, dyspareunia, device monitoring procedure not performed, acne ". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events ¿dyspareunia (painful sexual intercourse), dysmenorrhea (cramping) were added. Reporter, medical history, historical medications, lab data, concomitant medications, essure removal date were added. Event ¿pain: pelvic area¿ outcome was updated to recovering/resolving. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in an adult female patient who had essure (batch no. B66020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". Concomitant products included etonogestrel (nexplanon) in 2009 and levonorgestrel (mirena) from 2009 to 2014. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne"), skin disorder ("skin problems"), anxiety ("anxious"), depression ("depressed"), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, acne, skin disorder, anxiety, depression, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, acne, anxiety, depression, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, skin disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient was unable to undergo a hsg test due to the heavy bleeding she was experiencing. Lot number: b66020 manufacturing date: 2013-08 expiration date: 2016-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), acne ("acne"), skin disorder ("skin problems"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (surgical procedure with essure removal). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, acne, skin disorder, anxiety and depression outcome was unknown. The reporter considered abdominal pain, acne, anxiety, depression, genital haemorrhage and skin disorder to be related to essure. The reporter commented: patient was unable to undergo a hsg test due to the heavy bleeding she was experiencing. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.